Event description:
The physician attempted to place the sheath into the patient, but it did not advance easily. When the doctor pulled the device from the patient, the sheath tip was noted to be not smooth. Ultimately, a different sheath was used successfully.